Manufacturer narrative:
An action to determine the root cause of the defective packaging has been undertaken with the sub-contractor. Based on this investigation, the root cause of the defect is identified as an operator error during the sealing process and improper segregation of non-conforming sealing. Although the risk of unsterile device is over the threshold established by (B)(4), the investigation concluded that only a part of this lot is affected, and that previous and following lots were not affected by this operator error.

Event description:
On (B)(6) 2018, a healthcare professional reported to (B)(4) defective packaging with fastload CT syringes. The report was forwarded to (B)(4) drug safety unit on (B)(6) 2018. On (B)(6) 2018, the customer found 2 boxes from the same batch of CT fastload syringes in which some individual packaging were not completely sealed. A quality investigation was conducted by (B)(4). All remaining boxes of customer stock from this batch were returned to (B)(4) for investigation. On (B)(6) 2018, the initial investigation concluded a user error in reason of the blister that were potentially manipulated and artificially folded. Moreover, such case is already prevented by the IFU (instructions for use) that stipulates the following precaution: "do not use if package is open or damaged. Always inspect syringe visually prior to use". Therefore, the event might not have led to serious injury of the patient. On (B)(6) 2018, the investigation an all products returned showed that several kits were affected, and that this defect was not consequent to previous customer manipulation. The product defect results from manufacturing process. Based on the current investigation, the risk of unsterile device cannot be excluded, although the extent of the defect would be limited. This case is medically closed. (B)(4).